Event description:
Boston scientific became aware of an event involving axios stent and electrocautery enhanced delivery systems through the article, lumen-apposing metal stents for the management of pancreatic fluid collections in a district hospital, by hisai hiroyuki, et al. Per the article, a retrospective review was done on patients who underwent endoscopic ultrasound (eus) guided drainage with lumen apposing metal stents (lams) between july 2020 and december 2021. A total of 7 patients (4 females) with a median age of 64 years old (range 44-89) underwent lams placement. 4 out of 7 patients had walled-off necrosis (won), 2 patients had pancreatic pseudocyst, and 1 patient had retention cyst. Technical success was achieved in all patients. The median stent indwelling time was 2 months, and stents were endoscopically removed from all patients, except in one patient with pancreatic cancer. According to the study, one patient experienced recurrence of pancreatic fluid collection (pfc) during follow-up in pancreatic pseudocyst. And one patient experienced stent dislodgement during direct endoscopic necrosectomy. Further good faith effort attempts were made to confirm the location of the devices, but response was not received.

Manufacturer narrative:
Block a2: patient age is approximated based on the median age being 64. Block b3: the exact date of the event is unknown. Approximated based on the month and year the first procedures were performed. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: journal article title: hisai, h., et al. "Lumen-apposing metal stents for the management of pancreatic fluid collections in a district hospital". Volume 37, issue 3 (2022). Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2401 captures the reportable event of recurrence of pancreatic fluid collection.